Manufacturer narrative:
As the lot number was not provided, production records were not able to be reviewed. As the part number was also not provided, a historical review of all devices included in drawing 900215-xx was conducted. It was determined in the past year there has been one report filed for this reported issue, but it was determined to be a non-complaint. A root cause of the nonconformance was not able to be established at this time. As the physician is not planning to reoperate and the patient is not experiencing any adverse effects, this is being considered an isolated incident.

Event description:
During a 6 month post operation check up, the x-ray showed a set screw floating outside of the plate. The patient is not experiencing any adverse events from this, and the physician does not intend to perform a revision surgery.